Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, leading to a blood glucose level in the 40s mg/dl. Customer consumed glucose tablets to address the low blood glucose level and did not require assistance from a third party. Insulin delivery was stopped by the caller prior to contacting technical support, and cts plans to continue troubleshooting the issue. No additional information regarding the outcome of the event was received.